Manufacturer narrative:
(B)(4). Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube is completely separated 82.2cm from the hub. The fracture faces were oval as if kinked prior to separation. The tip is damaged. Inspection of the remainder of the device presented no other damage or irregularities. There was no evidence of any material or manufacturing deficiencies contributing to the damage and the reported difficulty. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(6) 2018. It was reported that crossing difficulties were encountered. The 96% stenosed, 12mm x 2.75mm target lesion was located in the seriously tortuous and calcified left circumflex artery. 2.75mm x 12mm quantum¿ maverick¿ balloon catheter was advanced but failed to cross the lesion. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed a hypotube break.